Event description:
Event description guidant received information that this device reached the elective replacement indicator within three years after the implant procedure. During the procedure, the left ventricular lead was abandoned surgically due to high threshold measurments. The device was explanted, replaced and returned for analysis.